Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, the patient programmer lost communication with the ipg. The patient turned off the stimulation and tried turning it on again. The patient tried this several times before the device actually turned back on. When the stimulation came back on the patient reported feeling a jolt and unsteady stimulation. The patient has since lost communication with the ipg. The sales representative met with the patient and tried a second programmer and charger, to no avail. The patient was sent another charger. On (B)(6) 2010, it was reported that the doctor will replace the ipg on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and the septum appeared damaged. No other visual anomalies were noted. The ipg was returned in a non functional state and the battery of the device appeared to have leaked and is cracked. Conclusion: the reported event is confirmed. As received the ipg is non functional. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.